Event description:
It was reported that the implant at tooth site #13 & #14 were removed as those are being replaced by over denture or all on four. Removed implants that will not be useful in the treatment plan for the patient.

Manufacturer narrative:
Zimvie complaint (B)(4).

Manufacturer narrative:
This report is being submitted to report additional information. Multiple reports are being submitted for this event. The following sections are being reported: d1: brand name d4: catalog number d9: device availability g4: additional 510(k) number is k013227 h2: if follow-up, what type h3: device evaluated by manufacturer h6: type of investigation h6: investigation findings h6: investigation conclusions h10: additional narratives/data zimvie received one implant for evaluation. Visual evaluation / functional test was performed. No damage identified or signs of malfunction that would contribute to the event DHR review and complaint history review by lot number could not be performed, as the lot number associated with the reported product is not available. However, zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. A complaint history review by item number was conducted dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/product holds for the reported product for similar event. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was inadequate treatment planning. Therefore, based on the available information, a device malfunction did not occur. The reported event is non-verifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
No additional or corrected information to report.